Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was no confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel board failure. A root cause could not be identified. Based on the results of the investigation, the most likely cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device front panel lighting was on continuous standby, and the button did not respond when being pressed. The issue was found during set up of the device. There were no reports of patient harm.